Event description:
Patient reported obtaining back-to-back blood glucose results of 584 mg/dl, "hi" (>600 mg/dl), and 197 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Patient stated that a level-two quality control test was performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.